Event description:
Provider stated right lower hanger pin broke off. In speaking with the reporter it was learned the footrest would not stay on. The part has been replaced. It was learned there was no harm or injury to the end user.